Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a parastomal hernia. It was reported that after the implant, the patient experienced adhesions, pain, recurrence, mesh contracted and bowel obstruction. Post-operative patient treatment included lysis of adhesions and revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a parastomal hernia. It was reported that after the implant, the patient experienced adhesions, pain, recurrence, and bowel obstruction. Post-operative patient treatment included lysis of adhesions and revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the repair of davinci assisted repair of a parastomal hernia and lysis of intraabdominal adhesions repair with mesh. She had revision surgery 8 months post-surgery. The patient underwent the davinci assisted laparoscopic parastomal hernia repair with mesh. The patient experienced surgical revision, lysis of adhesions, pain and bowel obstructions.